Event description:
"Luer-topical only" syringes (o.5 ml) were mixed in with 0.5 ml "oral-topical only" syringes. The luer-topical syringes look the same as the oral-topical syringes but have a slightly larger tip which allows them to fit into small bore IV tubing. Oral-topical syringes do not fit into IV tubing to prevent accidental IV administration of non-parenteral products. MFR notified 2/23/94.